Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). A 6x80mm absolute pro was advanced over a .014" non-abbott guidewire, and attempted to be deployed; however, the stent could only be partially deployed and was removed as a single unit still on the delivery shaft. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure, the reported stent material deformation and the reported stent break were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 6x80mm absolute pro was advanced over a .014" non-abbott guidewire. It should be noted the absolute pro self-expanding stent system instructions for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.014" guide wire in conjunction with interaction with the moderately calcified anatomy resulted in the device becoming bent in the anatomy preventing the shaft lumens from moving freely; thus, resulting in the reported activation/deployment failure/noted premature activation and the noted thumbwheel mechanical jam. Manipulation of the compromised device during removal resulted in the reported/noted stent damages (bent, stretched, broken struts) and ultimately resulted in the noted outer member-stent sheath separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). A 6x80mm absolute pro was advanced over a .014" non-abbott guidewire, and attempted to be deployed; however, the stent could only be partially deployed and was removed as a single unit still on the delivery shaft. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the device was received and the returned device analysis revealed that the stent implant was bent, stretched, and had broken struts, and a partial separation was noted at the outer member-stent sheath bond area. The account confirmed to be aware of the stent damage as it was noted after the device was removed from the anatomy; however, the account was unaware of the sheath separation. No additional information was provided.